Manufacturer narrative:
The t:slim pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the incomplete cartridge change alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 344 mg/dl. The customer administered a manual injection. Reportedly, the customer changed the infusion set and cartridge to resolve the alarms. As the event occurred in the past, troubleshooting was unable to be performed. Subsequently, it was reported that the customer received multiple valid incomplete cartridge change alerts. The customer's blood glucose level ranged from 121 to 344 mg/dl at the time of the alerts. The customer administered a manual injection. Tandem technical support educated the customer regarding the alert and the customer acknowledged. Reportedly, the customer was able to load a new cartridge and resume insulin therapy.